Manufacturer narrative:
(B)(4).

Event description:
Patient's father contacted dexcom on (B)(6) 2016 to report that on (B)(6) 2016, the g5 transmitter would not pair with the g5 application. Patient's father was advised to insert a new sensor and try pairing again, after resetting the smart device and ensuring there are no other bluetooth devices are within range. No additional patient or event information is available.